Event description:
A malfunction was reported with code malf 16, but no notable events occurred beforehand. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted with resetting the pump by technical support and advised to continue using it, with instructions to call back if the issue recurs.